Event description:
The customer reported while pipetting hbc assay, lab tech observed foam in row b and the summit did not generate an alarm or error code/message. Operator also stated that while pipetting row c instrument did generate an error for low reagent even though low reagent was observed. The service engineer replaced parts and verified proper operation of the instrument. No death or serious injury was associated with this incident.